Event description:
It was reported that a patient visited the physician's office carrying their insertable cardiac monitor (icm) device, which showed signs of infection. The patient had previously come in with a similar issue and was treated with antibiotics, but the treatment did not work. The device will be sent back to bsc, and the healthcare professional will remove the patient from the latitude clarity system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient visited the physician's office carrying their insertable cardiac monitor (icm) device, which showed signs of infection. The patient had previously come in with a similar issue and was treated with antibiotics, but the treatment did not work. The device will be sent back to bsc, and the healthcare professional will remove the patient from the latitude clarity system. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual inspection revealed no anomalies. The device security keys were scrubbed, and a full memory dump was successfully performed. Battery diagnostics were downloaded and found to be within normal specifications. The device was also subjected to a series of automated tests, which verified appropriate sensing performance and overall device functionality. The "known inherent risk" investigation conclusion code was selected based on the field report indicating infection or infection-related conditions. Infection is a recognized medical risk associated with procedures that breach the skin barrier. Analysis of the returned product cannot provide relevant information to support or refute infection-related allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual inspection revealed no anomalies. The device security keys were scrubbed, and a full memory dump was successfully performed. Battery diagnostics were downloaded and found to be within normal specifications. The device was also subjected to a series of automated tests, which verified appropriate sensing performance and overall device functionality. The "known inherent risk" investigation conclusion code was selected based on the field report indicating infection or infection-related conditions. Infection is a recognized medical risk associated with procedures that breach the skin barrier. Analysis of the returned product cannot provide relevant information to support or refute infection-related allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.